Event description:
It was reported that the patient, new to the ilet, experienced high blood glucose after a supply change during which the caregivers disconnected the tubing from the cannula to slide the fill step and then reconnected; the patient was also noted to have concurrent food poisoning, and subsequent readings showed a downward trend with blood glucose later reported at 247. Symptoms included hyperglycemia and lethargy. Outcomes included no health consequences or impact. Investigation included communication with the caregivers and analysis of the information they provided. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.